Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml (dose 100 mcg/day) via an implanted pump. The baclofen lot number was unknown. Indications for use were listed as intractable spasticity and cerebral palsy (cp). Other medications the patient was taking at the time of the event and pertinent medical history were not reported. The empty reservoir alarm occurred on (B)(6) 2014. The pump was not filled back in 2014 due to insurance reasons and the pump was last updated/filled on (B)(6) 2014. The patient experienced leg pain. The patient has had some leg surgeries not related to the drug infusion system. The hcp was not sure when the pain first started, but it could go back to the time the pump ran out of drug. The patient¿s mom said the pump helped initially with the patient¿s spasticity. The hcp was going to talk with the doctor to see how to proceed. The patient was establishing care with their facility and currently had a managing physician. It was discussed that the old drug was still in the system. The baclofen lot number and therapy dates, other medications the patient was taking at the time of the event, pertinent medical history, actions/interventions taken to resolve the event, the cause of the empty pump alarm and leg pain, and outcome were not reported. Further follow-up is being conducted to obtain this information. . If additional information is received, a follow-up report will be sent.

Event description:
Additional information: the healthcare provider requested the pump off authorization form to turn the pump off.